Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements and loss of capture (loc) at high outputs. A lead fracture was suspected as fluoroscopic imaging noted a stretching of the conductor coil near the subclavian intersection. Surgical intervention was performed and the lead was capped but later explanted due to risk of infection. No additional adverse patient effects were reported.